Event description:
I had the essure placed in (B)(6) 2013, I had my confirmation test done and by (B)(6) 2014 I had 3 menstrual cycles. I went to gyn and he didn't find anything. A week later, I went to ER to hear the most devastating news that I was pregnant.